Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the doctor connected this device with versa pulse 80:100. Upon activating, unusual flashes appeared on the screen. The doctor replaced the device with a slimline ez365, and could perform the procedure. Then the doctor again replaced the slimline ez365 with another new endobeam 200p, and saw flashes on the screen again when activating it. Per the sample received, it was found that the tip of the device broke.